Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead correction to section e: the initial reporter's address has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported that the patient's leads migrated. Rep saw the patient today for follow up to reprogram the device. They took an x-ray to check lead status and both leads appeared to have migrated down from t8 to t10. The patient had been getting 85% relief and about two months ago, noticed their pain was coming back. The patient doesn¿t report any kind of falls or anything that would cause the leads to migrate. The patient is going to discuss with the doctors to see if they want to just do a lead revision or send them to neurosurgery for a paddle lead placement. Issue is ongoing.